Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. The lead cathode and anode conductor coils are fractured at 474mm from the terminal pin, with a corresponding bend in the lead at this location. This fracture appears to be slightly distal of the suture sleeve tie down area.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Event description:
Boston scientific crm received information via a latitude red alert, that this left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2000 ohms and loss of lv capture. The field representative changed the pacing configuration to tip to right ventricular (rv) coil which resolved the issue. The lead remains implanted at this time with no further complications. No adverse patient effects were reported. Additional information indicated that the patient lost crt therapy and noticed a lack of energy. The cause of the out of range impedances could not be determined as the only data was the out of range impedance measurements and loss of lv capture in the tip to ring configuration.

Manufacturer narrative:
This lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that a revision procedure was performed and the lead was explanted due to a fracture. The lead was returned for analysis.